Manufacturer narrative:
There were three suspect devices involved in this event. This report descries the first suspect device. Manufacturer reports numbers 3005174370-2013-00014 and 3005174370-2013-00015 provide info on the second and third suspect devices involved in this event, respectfully.

Event description:
On (B)(6) 2014, 3m espe was contacted by a dentist who reported that following placement of 3m espe lava ultimate crows, three patients required endodontic treatment to address sensitivity: also used on the crown placement procedure were 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement. The adhesive was not light cured prior to placement of the crown/cement in these patients. Following endodontic treatment, the crows were replaced with alternate products and the pts are reported as fine.